Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the buttons like bolus button on the insulin pump were sticking. The customer also reported that she had to change the batteries every 7-10 days, received failed battery test, there were chips on the battery cap, received unexplained no delivery alarms, had to rewind more than once, and there were scratches on the screen. The insulin pump will not be returned for analysis.